Manufacturer narrative:
Date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site using a proglide device relative to an unspecified procedure. Reportedly, an unspecified failure occurred with the device. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There was no specific reported mal function. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties and the subsequent treatment is related to the circumstances of the procedure. Based on the returned device, it is likely anterior needle to cuff miss occurred. Although a nose cone separation and a peg hole separation/break were found on the returned device; the condition of the returned device suggests that the device was intentionally disassembled prior to sending back which caused the break and separations that were found on the returned device. There is no indication of a product quality issue with respect to manufacture, design or labeling.